Event description:
It was reported the patient received inappropriate shocks, the lead had increasing impedance and there was a suspected lead fracture. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): distal conductor fractured, full lead was returned and analyzed. It was also noted that the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, and the helix was bent. Blood/body fluid was also noted on the distal conductor, the helix mechanism sleeve head, and the helix mechanism.